Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals on the ventricular channel. It was noted that pacing inhibition was observed as a result. Technical services (ts) suggested reprogramming options and further potential actions. Subsequently, the whole system was explanted and replaced. No additional adverse patient effects were reported.